Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter came off the snaplock adapter during use on a patient. And leak was detected. Therefore, a new kit was used instead. The catheter was replaced.

Event description:
It was reported that the catheter came off the snaplock adapter during use on a patient. And leak was detected. Therefore, a new kit was used instead. The catheter was replaced.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported that the snaplock adapter disconnected from the catheter and a leak was detected. The customer returned one snaplock adapter with clip, one flat filter, and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. The flat filter appears typical with no defects or anomalies observed. Visual examination of the returned epidural catheter revealed that the catheter appears used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. Also, microscopic examination of the catheter revealed the catheter is damaged at approximately 10cm and 18.5cm (c05158) from the proximal end. The coils only appear to be damaged at 10cm; however, the coils and extrusion appear to be damaged at 18.5cm as the extrusion has a cut (reference files pic_anp1900061182). No other damage was observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was cut at 18.5cm from the proximal end, which was revealed during the visual inspection. No other leaks were detected. A functional spo test was then performed per mrq 000017 section 7.7; rev 7. The proximal end of the epidural catheter was re-inserted into the snaplock adapter until it bottomed out and the snaplock adapter was locked. The components were confirmed to be secured by tugging gently on the cathet ER. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock adapter was confirmed to have remained securely locked with the catheter inserted. No functional issues were found. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the snaplock adapter disconnecting from the catheter could not be confirmed through functional testing of the returned snaplock adapter. The snaplock adapter was secured to the epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. However, the reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 18.5cm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken.